Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 134 mg/dl. The mother could not recall any significant events leading to the alarm. Mother also reported her daughter may have rolled on the insulin pump while she was sleeping. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened dome switch. Also, moisture traces were found at the keypad traces however; no button error alarms noted during testing. The insulin pump was received with cracked case at display window corners. Unit received with minor scratched liquid crystal display window.